Event description:
The customer reported being hospitalized for congestive heart failure. The customer blood glucose was 483mg/dl. The customer stated that the hospital treated his high blood glucose. Advised the customer to check the rubber septum of the reservoir. The customer stated that the septum was turned and protruded. The customer also mentioned that he always rewind with the reservoir in the insulin pump. Explained to customer that during the rewind process, the reservoir should not be inside the insulin pump. Troubleshooting was performed. Ran a fixed prime test and the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.